Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is degradation and component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope adhesive on a-rubber bending section was detached. There was no patient involvement in this reported event.